Event description:
Information received by medtronic indicated that the insulin pump had under delivery anomaly. The customer had high blood glucose of 250 mg/dl, which was treated with manual injection/insulin pen. Troubleshooting was performed. The customer has been used insulin pump within 48 hours of reported event. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.